Manufacturer narrative:
One ventilator was returned for evaluation. Visual inspection of the device found it to be in good physical condition. Device was connected to backpressure; manometer gauge needle was noted to not move. Performed internal visual inspection, and manometer tubing was not reconnected. This confirms the reported customer complaint, and the problem source has been determined to be service and repair.

Event description:
Information was received that the gauge on a smiths medical ambulatory infusion cadd medfusion 4000 pump is not working. No adverse effects reported.